Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported the battery compartment was damaged and the pump lost power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/22/2016 with the following findings: the pump's black box showed unexplained pump reboot events on (B)(6) 2016. The battery compartment was found to be cracked. The pump was able to power on with the returned battery cap. The pump was able to perform the prime steps with no issues. Moisture corrosion was observed in the battery compartment. The pump failed a leak test as a result of the battery compartment crack.

Manufacturer narrative:
Correction to serial #.